Event description:
It was reported three bd vacutainer® eclipse¿ blood collection needles had their safety shields break off during use. One of these shield failures resulted in a dirty needle stick injury to a health care worker. The facility's post exposure procedures were followed including prophylactic medication, took a blood sample from the professional, and analyzed the blood of the source patient. No further impact was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: material #: 368607. Lot/batch #: 3264404. Bd had not received samples, but 1 photo was provided for investigation. The photo shows the device packaging confirming the lot number. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported three bd vacutainer® eclipse¿ blood collection needles had their safety shields break off during use. One of these shield failures resulted in a dirty needle stick injury to a health care worker. The facility's post exposure procedures were followed including prophylactic medication, took a blood sample from the professional, and analyzed the blood of the source patient. No further impact was reported.